Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and delivery anomaly from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that the pump did not alarm because the reservoir was empty or low. The customer stated that the event started about a month ago. The customer had symptoms such as excessive thirst and urination. The customer stated that there was a no delivery present in the alarm history. The customer stated that the pump was not worn for an MRI or exposed to strong magnetic fields. The customer was advised to revert to manual injections as health care provider's instructions. The customer was advised to monitor blood glucose readings.